Manufacturer narrative:
Product ID 7495, serial# (B)(4), implanted: 1997-(B)(6), product type extension product ID 3387, lot# l44315, implanted: 1997-(B)(4), product type lead.

Event description:
It was reported that the patient had surgical troubleshooting done because of a problem with the lead/extension and a normal MRI to prepare for a revision. All electrodes were explanted so that the patient could have another MRI and new electrodes will be placed. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the MRI was to look for changes in multiple sclerosis plaque, as the patient has multiple sclerosis. It was noted that the system was described as the "defect" system. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).